Manufacturer narrative:
Unit had blank display due to broken solder joint component. Unable to test for excessive no delivery alarm, unexpected restart alarm and the operating currents due to blank display. Unit had cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported to have received excessive unexpected restart alarm. Customer's blood glucose was 124 mg/dl. Customer did not receive a low battery alarm prior to receiving the unexpected restart alarm. Customer reported that insulin pump was not able to power back on. Customer was advised that insulin pump would need to be replaced.